Event description:
Per the clinic, the patient experienced skin overgrowth around the abutment site (specific date not reported). Subsequently, the patient was placed under general anaesthesia on (B)(6) 2026, in order to replace the abutment and undergo a skin revision surgery.